Manufacturer narrative:
The pump was received with a cracked battery tube threads, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 26-apr-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 26-apr-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 26-apr-2024 in the formatted history file. Sensorexpiredalert (794) was found on: (B)(6) 2024 20:36:08.000. (B)(6) 2024 20:46:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 107 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. No unexpected sensor glucose/blood glucose (sg/bg) anomaly and sensor anomaly were noted during testing. Low battery alert was found on: (B)(6) 2024 06:04:00.000. Insert battery alarm was found on: (B)(6) 2024 06:28:14.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 11:48:56 am. There was no power data available for the date of 23-apr-2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the backside/serial number label of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka and sensor glucose/blood glucose (sg/bg) anomaly. Customer alleged for sensor anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced diabetic ketoacidosis, sensor glucose vs. Blood glucose, and was hospitalized. The customer reported a blood glucose value of 480 mg/dl at hospitalization. The customer reported the following led up to the event: blood glucose at work was running high, was in auto mode, and the blood glucose was not coming down. The blood glucose was 450 mg/dl and the sensor glucose was 330. Document treatment for high blood glucose: tried correcting with the pump and was driven to the hospital. The event involved product(s) mmt-7040a, mmt-1884, mmt-387a, mmt-332a. The customer used the insulin pump system within 48 hours of the reported event. The customer used the auto mode/smartguard feature at the time of the event. The customer reported feeling sick/unwell, flu-like, tired/weak, altered vision/vision changes, extremity pain/cramps, increased thirst, vomiting, and nausea as the symptoms at the time of hospitalization event. The customer tested positive for ketones. The hospitalization treatment reported was IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit, and was in ice. The customer was hospitalized for 3 days and 2 nights. The customer reported receiving a sensor updating alert after hospitalization. Also, noted a crack on the backside of the pump, and missing the sticker on the backside of the pump. No further patient complications were reported. No product return is required for mmt-7040a. A product return for mmt-1884 was requested and the customer responded that the pump would be returned. No product return is required for mmt-387a. No product return is required for mmt-332a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Corrections were made with this report as requested by medical safety: removing viral infection 2248 from harm codes in h10 tab. Updated summary: replacing "and was in ice" with "and was in ICU.".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.